Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut lip [lip injury]. Come apart in my mouth and cut my lip - oral-b floss action brushheads [injury associated with device]. Come apart in my mouth - oral-b floss action brushheads [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that he/she had an oral-b rechargeable toothbrush, version unknown, and now the third oral-b floss action brush head had come apart in his/her mouth and cut his/her lip. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she did not have the packaging as that was the last refill so the packet went in the bin. The consumer stated that he/she usually had the floss action heads and these were the ones that broke (3 across 2 different packets). On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she still had the damaged head. No further information was provided.

Event description:
Cut lip [lip injury] come apart in my mouth and cut my lip - oral-b floss action brushheads [injury associated with device] come apart in my mouth - oral-b floss action brushheads [device breakage] product counterfeit [product counterfeit] case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 03-dec-2017 that he/she had an oral-b rechargeable toothbrush, version unknown, and now the third oral-b floss action brush head had come apart in his/her mouth and cut his/her lip. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided. 07-dec-2017 received consumer's follow-up e-mail: the consumer reported that he/she did not have the packaging as that was the last refill so the packet went in the bin. The consumer stated that he/she usually had the floss action heads and these were the ones that broke (3 across 2 different packets) 07-dec-2017 received consumer's follow-up e-mail: the consumer reported that he/she still had the damaged head. No further information was provided.

Manufacturer narrative:
23-jan-2018 product investigation results: reporter returned product on 15-jan-2018. Product confirmed to be counterfeit.